Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, per complaint details, the device failed (impactor broke) during use; however, no fragments fell into the patient. Reportedly, the procedure was completed with a backup device within a 30 minute surgical extension without patient injury/harm. Based on the information provided, the root cause could not be definitively concluded. No patient injury or retained foreign body resulted per complaint; therefore, no further impact would be anticipated. No further medical assessment is warranted at this time. A visual inspection confirmed the bumper is broken off the gii tibial base impactor. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the gii tibial base impactor broke while impacting the tibial implant. Backup used to complete the case. Event occurred during use with instruments inside the patient. No pieces fell into the body.